Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report repeated no delivery alarms. The customer's blood glucose level was 19 mg/dl and 552 mg/dl. The customer was able to troubleshoot the insulin pump and verified that insulin exited the tubing. The customer was informed the product was working as designed. Nothing was replaced or returned.